Manufacturer narrative:
According to our field service engineer, the customer reported the at the power cable smoking at outlet while on standby. Provided pictures confirmed the burnt power cable on the ventilator. Replaced cable and tested. The ventilator passed all functional and safety test per factory specifications, returned to customer and cleared for clinical use. No parts were returned for investigation. The root cause for the reported burned power cable could not be determined.

Event description:
It was reported that the ventilator's power cable was burned. There was no patient harm. Manufacturer's ref.#: (B)(4).